Event description:
"Patient one touch ultra meter does not power on. Patient replaced batteries and still no power. Patient feeling shady, and had to go to laboratory to get tested due to meter not working, patient lab results 235 mg/dl. No treatment received." No further information has been reported.